Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, when the surgeon pulled the release wire on the patient's right side, the wire continued to pull back past the normal stop position, so that it separated from the device. Once the release wire was no longer attached, the purple finger pad came apart from the introducer. The finger pad did fall into the patient, but was simply retrieved with a pick up. The mesh was then removed and the procedure was successfully completed with a second sling device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/19/2007. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.